Event description:
(B)(6) brand heating pad, just caused a fire in my apartment. Not the heating pad itself - but the electrical cord melted and started on fire. (B)(6) heating pad model # hp - 150. Year code # (B)(4). [Dates of use: (B)(6) 2010 - (B)(6) 2012].